Event description:
It was reported that during a trial implant procedure, physician had difficulty in removing the stylet from the lead at the end of the procedure. All impedance values were normal. Physician had to cut it in order to connect the lead into the extension. No products were explanted during the procedure. Patient was stable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.